Event description:
It was reported that shaft break occurred. A 3.00 x 24 synergy drug-eluting stent was advanced for treatment; however, the shaft broke. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.